Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient's baseline weight was not measured. The cause of the bolus being too strong post reprogram was not determined. It was noted there was no device issue or overdose indicated.

Manufacturer narrative:
Other relevant components include: product ID: 8840, serial# unknown, product type: programmer.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (20.0 mg/ml at 5.006 mg/day) and bupivacaine (10.0 mg/ml at 2.503 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and other non-malignant pain. It was reported the patient complained of increased lower back pain and unsatisfactory analgesia on (B)(6) 2017. It was indicated the event was possibly related to the device or therapy. The pump was reprogrammed on (B)(6) 2017 and the patient noted the bolus was to strong post reprogram. It was noted the issue resolved without sequelae (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated that the serial number of the 8840 used to reprogram the pump was not available. No further complications were reported/anticipated.